Manufacturer narrative:
Conclusion and justification status: the complaint states the type of this complaint is revision due to possible armd. Primary surgery for oa had taken place on (B)(6) in 2007 with mom at other facility. Although the patient had not felt uncomfortableness, revision took place on (B)(6) in 2015 on suspicion of armd. The surgeon found slight increase of synovium and it turned gray. He also found synovial fluid turned milky white. The neck /head junction had been blackened and there were signs of wear on the metal insert and the head. Osteolysis was found in femur. Although small bone change was found in the greater trochanter and the calcar, the implants had been firmly fixed. The surgeon replaced the head and the metal insert with a delta head and a polyethylene liner respectively. It was not reported whether there was a surgical delay. The patient is now under observation. A review of manufacturing records and complaints databases did not identify any anomalies. Without further information the root cause of the complaint cannot be confirmed. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. UDI: (B)(4).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). Follow-up with the complainant has been conducted for the lot number and this information is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The type of this complaint is revision due to possible armd. The surgeon found slight increase of synovium and it turned gray. He also found synovial fluid turned milky white. The neck /head junction had been blackened and there were signs of wear on the metal insert and the head. Osteolysis was found in femur. Although small bone change was found in the greater trochanter and the calcar, the implants had been firmly fixed.